Event description:
The customer reported a power surge went through the phaco handpiece during surgery. A posterior capsule tear occurred. The facility does re-use the phaco tips. Additional info received from the surgeon stated he was almost finished with the case; just one small chip of the nucleus was left. A post-occlusion surge occurred causing the phaco tip to tear the posterior capsule. The surgeon performed an anterior vitrectomy. The surgeon confirmed they do re-use phaco tips. Additional info received from the facility nurse stated the consumables were discarded after surgery. The scrub tech stated that there was concern the tubing had kinked during the case. The scrub tech stated the surgeon does not use clips to attach the tubing to the field, nor does he sit close enough to the field to inadvertently kink the tubing. The surgeon also stated he felt the tip ports may not have been working properly. The tip was not saved for evaluation.

Manufacturer narrative:
The company service rep examined the system and did not find any problems. The software was upgraded. The system was then tested and met all product specifications. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B) (4) - (power surge). (B) (4)